Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 9/22/2022 with MFR# 3004753838-2022-176793. The ack2 was received on 9/22/2022 by cdrh with coreid: ci1664401239849.5489967@fdslv08799_te2. Per esg/cdrh email on 9/30/2022, ¿ the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between september 7 and september 26 due to an infrastructure issue, and they are working as fast as they can to reprocess the mdrs that need to be reprocessed and resend ack3s that failed to send. Their goal is to complete this task and respond to all open ack3 tickets by october 7.¿ as of october 28, 2022, the issue has not been resolved. As per esg/cdrh email on 10/28/2022, we should now resubmit this MDR.